Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power delivered to the vasoview hemopro2 device was intermittent. The adapter cable was manipulated to maintain power. The case was completed with this device. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).